Event description:
The customer reported that during the removal of a melanoma on the patient's face, a fire occurred. The patient had been prepped with betadine. A nasal cannula was in use. When the pencil was activated, a fire started on the patient. The patient sustained burns to the face. Degree of burn and type of treatment were not reported.

Event description:
The customer reported additional information indicating there were external and internal burn injuries to the (B)(6) female patient. The external burn was diagnosed as 2nd degree. The patient was transferred to a burn unit for possible burn injury to the pharynx.

Manufacturer narrative:
(B)(4). Date of initial report: 02/13/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the incident device was not returned to covidien for evaluation.